Manufacturer narrative:
Unit received with all buttons responding properly. Unit passed self-test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime and compromised forced sensor system test due to faulty fsr (gold).

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.